Event description:
It was reported that the patient was revised due to infection.

Manufacturer narrative:
Catalog numbers/lots codes of other devices listed in this report: cat # 502-03-58f, lot # mjr8nm, description: primary tritanium hemi cluster hole cup 58 mm; cat # 2030-6516-1, lot # mhr6aj, description: 6.5 cancellous bone screw 16 mm; cat # 2030-6540-1, lot # mhkha8, description: 6.5 cancellous bone screw 40 mm; cat # 18-36-3, lot # 30777401, description: delta c-taper head 36 mm -2.5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The sales rep confirmed that the hospital was unwilling to provide any additional information. A review of the DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterilization records verified the sterility of the reported product lots. The complaint history review indicated that there were no similar events for the reported lots. Insufficient information was received to confirm the reported event or determine a root cause.